Event description:
(B) (4) crm received information that this patient underwent a pericardial thoracentesis to drain fluid from the pericardium. The physician suspected one of the dextrus leads may possibly have perforated the myocardium. There are currently no plans for additional intervention.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.